Event description:
It was reported that the patient presented remotely via email. Upon review of transmission it was noted that the insertable cardiac monitor (icm) incorrectly interpreted rhythm variance and premature atrial contractions as atrial fibrillation episodes. No resolution was performed. The patient condition was stable and would be continued to be monitored.